Manufacturer narrative:
Additional information for: g3, g6, h2, h6, and h10. As reported in a research article, 144 patients underwent aortic valve replacement (avr) from january 2017 to december 2020; sjm masters series mechanical heart valve (abbott) and carpentier-edwards perimount magna ease (edwards lifesciences) were associated with the study. Events of re-operation due to bleeding, renal failure, permanent stroke, and prolonged mechanical ventilation were reported. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The article, "aortic prosthetic size predictor in aortic valve replacement" was reviewed. This research article is a retrospective single center experience to compare preoperative measurements of aortic annulus from echocardiography and computed tomography (CT) scan with surgical sizing and develop an imaging-based algorithm to predict patient-prosthesis mismatch (ppm). Sjm masters series mechanical heart valve (abbott) and carpentier-edwards perimount magna ease (edwards lifesciences) were associated with the study. The article concluded that preoperative CT scan measurements are a reliable predictor of aortic prosthesis size. Transthoracic echocardiography is a possible alternative, though it is highly performer-dependent and unable to represent the aortic annulus fully. Together, these two imaging modalities can be used to quantitatively anticipate ppm preoperatively. The primary author of the article is anh tuan vo, department of cardiovascular surgery, university medical center, university of medicine and pharmacy at ho chi minh city, 215 hong bang street, district 5, ho chi minh city, vietnam. The correspondence author of the article is dinh hoang nguyen,department of cardiovascular surgery, university medical center, university of medicine and pharmacy at ho chi minh city, 215 hong bang street, district 5, ho chi minh city, vietnam with the corresponding email: dinh.nh@umc.edu.vn.